Manufacturer narrative:
This investigation will be updated should further information be received.

Event description:
Despite efforts, it was not possible to confirm if the patient ever presented for another device check. The field representative had not been contacted or informed of the patient being seen. Therefore, the status of the device and the patient was not known.

Manufacturer narrative:
The field representative reported that the patient will return to this hospital to have another device check in a few months. If the device still cannot be interrogated, the patient will return to the implanting hospital to determine whether the device should be replaced. No patient symptoms were reported; tones in the presence of a magnet suggest the device is capable of delivering shock therapy but, this cannot be confirmed without a successful interrogation. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at a device follow-up. A second programmer and wand were tried, without success. A boston scientific technical services (ts) consultant provided additional troubleshooting steps, including moving to a different room and ensuring the programmer was plugged into a dedicated wall outlet. A magnet was applied and tones were emitted. No pacing spikes were seen on a monitor; however, it was not known how the device was programmed. Further techniques were tried, such as adding padding between the device and wand, without success. Ts discussed therapy could not be guaranteed and that intervention may be required. No adverse patient effects were reported.